Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 215 mg/dl while using the ilet system, with fingerstick verification reported as accurate and no alarms or alerts, and the pump delivering increased dosing for correction; food intake around lunch was unclear. Symptoms included elevated blood glucose. Outcomes included patient self-monitoring and no hospitalization or medical intervention beyond education and troubleshooting. Investigation included customer support counseling on allowing automated corrections and monitoring for resolution. Investigation of this case revealed no device malfunction reported, no component issue identified, and the event was attributed to an unclear cause with potential contribution from carbohydrate variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.